Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/29/2017 with the following findings: evaluation revealed a crack in the battery compartment. During testing, a test transmitter was unable to pair with the pump due to a cs 215 warning. Unrelated to these issues, investigation revealed a rf communication circuit failure. The pump¿s cover was removed; moisture corrosion was found to the cgm module.

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. Evaluation also revealed moisture corrosion on the cgm module. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 03/29/2017.